Event description:
Patient was incidentally diagnosed with a sellar mass during work-up for vertigo/dizziness. Serial brain imaging demonstrated mild interval increase in size of the pituitary lesion, and it was recommended that patient undergo pituitary adenoma resection surgery via endoscopic endonasal approach. During the patient¿s surgery, the surgeons noted a 1cm x 2cm tan-colored burn to the patient¿s septal mucosa that occurred while drilling. This was discovered as the endoscope was pulled back from the drill bit and down the mis attachment/shaft. The surgeons report that drilling occurred for a less than average amount of time. The team notified the drill manufacturer¿s onsite representative, who advised to change the drill attachment. The or team removed all drill equipment (including reusable handpiece, reusable mis attachment, disposable drill bit, and core/power supply) from the or and replaced it. The equipment was sequestered and sent to the manufacturer for investigation. The thermal injury is characterized as minor, and it is not anticipated to require treatment/intervention for healing.